Event description:
It was reported that there was a por (power on reset) issue. Por had occurred upon initial interrogation. Ins (implantable neuro stimulation) settings were: stim off, 0v, 330us, 14hz, cycling on 0.1, off 5.0. Add'l info was requested.

Manufacturer narrative:
(B)(4).